Event description:
It was reported by the customer that the control module port assembly for the blue cable has been pulled loose. The error code displayed on the lcd screen is l3-018. This code indicates a blue holster cable or probe damage problem. The biopsy has been cancelled. There has been no pt consequence.